Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred, while the device was in patient use the flow suddenly stopped. Although the ac cable was connected, an alarm related to battery sounded. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. It was determined that since ac power supply was not in connection and the unit was operating on detachable battery alone at the time of the event, it is assumed that detachable battery came off for some factor. However, an error indicating a program execution error was discovered in the event log. The device's power management board was replaced to address the issue.